Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-04006. It was reported the patient experienced a lead fracture. As a result, the patient underwent surgical intervention on (B)(6) 2019, wherein a lead and two anchors were explanted and replaced. Effective therapy restored post-op. It is unknown which lead fractured, therefore both leads are being reported.